Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage and case damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage and case damage. Functional tests were not performed due usb connector damage and case damage. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed usb connector damage and case damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.